Manufacturer narrative:
Analysis was performed on the returned device. The reported clip deployed on the distal end of the sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported clip deployed on the distal end of the sheath and subsequent treatment appears to be related to inadequate nick and spread, tissue tract preparation due to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B3: date of event. H6: device code 3190 was removed.

Event description:
Additional information was received stating that vessel puncture closure was attempted with a starclose se device after a diagnostic procedure. Reportedly, the clip failed to deploy, it remained at the distal end of the exchange sheath. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional starclose is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure was attempted using two starclose se devices. Reportedly, the two starclose se devices failed in a procedure. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.